Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it was not returned by the health professional. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this device model 3300tfx21mm implanted in the aortic position was explanted after an implant duration of 4 years and 9 months due to moderate structural valve degeneration and pannus overgrowth leading to patient prosthesis mismatch. Additionally, a possible thrombus was observed on the left coronary cusp. The gradients were elevated to a mean gradient of 38mmhg and moderate insufficiency was also observed. The patient presented with dyspnea. During reintervention, the patient received a root enlargement and a tissue valve replacement. The patient did well postoperatively with good recovery.